Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 6.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the tip part from the middle. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.